Event description:
A malfunction on the pump was reported by the customer. There was no adverse impact on the customer's blood glucose level. Technical support assisted the customer in resetting the pump, after which the malfunction code did not recur, allowing the customer to continue using the pump. The customer was advised to call back if any issues arose again and acknowledged this instruction.